Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on quick bolus button issue was verified, but the fill estimate issue could not be verified.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.